Manufacturer narrative:
(B)(4). The complainant indicated that the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician pulled out the capio device from the patient, it was noted that the suture broke and the dart was missing. However, upon further inspection, the dart was found in the capio device and was not left inside the patient. The procedure went well after the incident and was then completed with the same capio device. There was no need to use of a new suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.